Manufacturer narrative:
A complete analysis was performed for insulin pump. Blank display due to severely corroded pcb1 and pcb2 board. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to blank display. Unable to download due to blank display. Found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded motor home switch, corroded battery tube, scratched case, pillowing keypad overlay, cracked case (battery tube), cracked keypad overlay, missing serial number label, partially detached retainer. Blank display was noted due to moisture damage on the electronic stack and motor assemblies. Confirmed cosmetic damage at battery compartment and partially detached retainer. Unable to test for reported harm due to blank display. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack from the clip down towards the bottom. Troubleshooting was performed for bumped/dropped/cosmetic damage and the customer stated that the insulin pump was not bumped/dropped. The customer confirmed that there was no damage of out-of-box. It was also reported that customer experienced high blood glucose (bg) at time of incident: 29.7 mmol/l and current bg value (at time of call) 16.7 mmol/l. Customer was treated high bg with manual injection. Customer declined to further troubleshooting. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump, and the device was returned for analysis.